Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: asymmetry issue. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old female patient who underwent a breast augmentation surgery with mentor smooth hpg, 350cc, on the left, and 325cc on the right side gel breast implants on (B)(6) 2014 experienced a left-side breast implant rupture, and right sided asymmetry issue. Per the additional information provided, the patient had scans done that confirmed the rupture, accompanied by capsular contracture grade ii-iii and silicone leaking into her lymph nodes. As a result, patient underwent bilateral capsulectomy, modification and secondary mastopexy of the right implant, and bilateral replacements as follow: left sn: (B)(6), right sn:(B)(6) on (B)(6) 2023. This report relates to the right side.